Event description:
Information received from the field notes a high bipolar ventricular capture threshold of 5.5 v, 1 ms. The patient was not pacemaker dependent and had normal conduction to the ventricle when paced in the atrium. The device was left programmed to aai and the lead will be monitored.